Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patients leads came out due to bandage coming off and applying ice packs. Patient is doing well, and leads came out intact. The trial leads will not be returned per hospital policy. No further information has been obtained despite good faith efforts.